Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a CABG procedure on (B)(6) 2016 and topical skin adhesive was used on midline sternotomy. During the preparation for the procedure chloraprep was used. The patients wound became infected. The wound site was cultured and identified staph e. Coli. The topical skin adhesive was removed and the patient underwent a flap surgery to address the infected area on (B)(6) 2016. The surgeon opines that the patient had many known co-morbid and physiological issues and that the device did not contribute to the infection. Additional information has been requested.